Event description:
The customer reported that when he selects 150 joules there is a 2 to 3 second delay in charging the device. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.